Manufacturer narrative:
According to the facility on (B)(6) 2022 a non-sterile kit was used during a left total hip surgery requiring the patient to take antibiotics for 7 days. Per the facility the patient is reporting to be doing 'fine' as of his post-operative appointment on (B)(6) 2022. Per the facility the issue was not realized until monday (B)(6) 2022 and the patient was informed and prescribed a 7 day treatment of the antibiotic keflex. The sample is not available as it was discarded post operatively. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 a non-sterile kit was used during a left total hip surgery requiring the patient to take antibiotics for 7 days.